Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Device manufacturing date is not available at this time. Once available s supplemental report will be submitted. A medtronic representative inspected the navigation system onsite and confirmed the issue. The field generator was replaced and the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer for evaluation. Functional testing and visual/physical examination was performed and no fault was found. The suspect part was connected to a test system and if maintained a green status throughout testing. The reported problem could not be duplicated.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) procedure there was tracking issue with the navigation system. There were issues tracking straight suction and adjusting the emitter did not have any effect on the tracking. The site used a different instrument to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.